Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2020.   The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe there was any deficiency with the ethicon product involved? What medical intervention was performed? Results? Were cultures performed? Results? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe there was any deficiency with the ethicon product involved? What medical intervention was performed? Results? Were cultures performed? Results? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was implanted. It was reported that when reoperating a patient 4 months after having been operated on for a hernia with a proceed mesh. It presents a cavity between the subcutaneous cellular tissue and the mesh, forming a kind of capsule with a little liquid.